Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product or data logs were returned. The clinical details state that there were placement signal issues, but the pump was functioning appropriately. Due to a lack of product and data logs returned, the root cause of the optical sensor issue could not be established. Device history review the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that they were having ¿placement signal issues¿. An imagine was sent and placement signal was gone but pump was functioning correctly. The placement signal alarms were disabled and instructed staff to monitor motor current closely.